Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right atrial lead. The noise was reproduced in the clinic. The patient reported some recent dizziness due to medication the patient was taking. There was also an isolated event sensed on the right ventricular lead. The patient was asymptomatic. Programming changes were made. The patient will be followed-up.